Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 26.0 diopter intraocular lens was implanted in the patient's operative eye. Post-operatively, the patient's subjective refraction was -3.0 and objective refraction was -4.0. Reportedly, the doctor thinks that healon remained under the intraocular lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. However, the manufacturing control review for the aab00 model lens shows that manufacturing process and lens inspection were completed according to procedures and that the lenses met the required specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.